Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic subtotal gastrectomy, when the surgeon closed the jaw, the green light would not appear. The device was disassembled and now the device had a permanent green screen and would not function. The handset was then replaced and worked fine. There was no patient injury. Pli 10: medtronic's initial evaluation of the incident device found internal components revealed that there was an error for the system queue being full.